Manufacturer narrative:
The end user reported the batteries would be replaced. There was no ge healthcare service. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: it was reported the anesthesia unit had a battery failure to charge alarm immediately upon powering on the unit. Ac power was still functional and the unit was used with a patient despite the battery alarm, there was no report of patient injury.